Event description:
It was reported that this right atrial (ra) lead was unable to be repositioned. The ra lead was originally implanted in the superior vena cava (svc) and the physician wanted to reposition the lead to the right atrium. The pocket was opened and there was an attempt to retract the helix of the lead, and the helix would not retract. It was noted after approximately 50 turns, 10 turns at a time while observing imaging and moving the stylet back and forth, the physician elected to abandon the lead and implant a new atrial lead. A new lead was implanted successfully with no complications. This ra lead will not return for analysis, as it was left in-situ. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be repositioned. The ra lead was originally implanted in the superior vena cava (svc) and the physician wanted to reposition the lead to the right atrium. The pocket was opened and there was an attempt to retract the helix of the lead, and the helix would not retract. It was noted after approximately 50 turns, 10 turns at a time while observing imaging and moving the stylet back and forth, the physician elected to abandon the lead and implant a new atrial lead. A new lead was implanted successfully with no complications. This ra lead will not return for analysis, as it was left in-situ. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
F10 patient code field correction from foreign body in patient to no clinical signs, symptoms, or conditions report number: 2124215-2025-75364.